Event description:
Complainant alleged that the clinicians were monitoring a pt (age and gender unk), but after a period of time the display became distorted and then blanked out. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.